Event description:
Pt admited to hosp for right total mastectomy with tram flap and removal of right breast implant secondary to infiltrating ductal carcinoma of right breast. Implant was submammary and quite adherent to the underlying pectoral muscle. Breast implant still intact upon surgical removal. Unk MFR and date implants were originally placed.